Manufacturer narrative:
Unit in question has not been returned for testing and evaluation. Device in question has not been received.

Event description:
Per the customer, this unit works fine but as I tried to clean it large, amounts of filthy water came out. I saved a sample, it contained clumps of what seemed to be dark algae, black grains, particles of all sorts. I use good municipal water (seacoast water in (B)(6)). I often use an ounce of (B)(6) when flossing with a batch of water. I use warm water mostly. Here in (B)(6) small ants are a problem. Could they have gotten into the internals? I see no ant bodies in the output. The debris that came out when I ran it with the nozzle out was scary and now even trying to clean with peroxide will not give me confidence that I will not have lots of strange material in my waterpik. What can I do? I suspect what is happening to mine is a serious health hazard.